Event description:
A tandem mobi cartridge alarm was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer will receive a replacement pump due to the malfunction, and technical support is set to close the case.